Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she felt a sudden shocking/ jolting sensation. It felt like she was getting electrocuted or like a thousand bees were stinging her. It was causing her to have jerking on her left side (same side as implant). It was mostly in her shoulder/ arm. The patient reportedly saw online that some people have experienced similar symptoms.